Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the customer underwent a gynecological procedure in 2006. During the procedure, the cpc connector on the motor drive unit was loose and the blades of the handheld device would not rotate. The disposable hand held device was replaced and although the same problems were noted, the surgeon was able to complete the case without any patient consequence.